Manufacturer narrative:
The device was received on feb 02, 2017. Gross examination was performed on (B)(6) 2017. Visual inspection was performed on (B)(6) 2017. According to the current procedure the inspection was done with the procedure considering the new seam stent/ pericardium - white stitching. The free margin was ok. The leaflets are under the profile of the template: not acceptable according to the previous procedure and current revision. The second leaflet was a bit tensioned. There were no other defects.

Event description:
The manufacturer was notified on december 2, 2016 of the following: a perceval valve was implanted on (B)(6) 2016. In the intraoperative echo investigation, a central leak was detected. The perceval valve has been explanted and replaced with another perceval size m with a fully successful procedure outcome on (B)(6) 2016.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirement of en iso 5840:2015. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device.